Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced pain at the pocket site. The patient had the device implanted in 2005 in (B)(6). The stimulator stopped working in 2010 and though it was because the battery went out. It was noted that the pain was it's hindering the patient from walking, bending, or doing any movement really. The patient felt the pain before but on the morning of the report was when the pain got bad. The pain was located at ins location on the left hip in the front. It was towards the bottom portion of the ins towards the groin. The ins site didn't look red or feel warm and couldn't really tell if it was swollen. The patient hadn't had any falls or trauma but worked as a caretaker for a woman that is bed ridden and couldn't turn herself. Additional information received from the consumer indicated that the patient had sharp pain periodically at the implant site and the ins stopped functioning in 2010.